Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained right ventricular oversensing. Stored electrogram noted the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended but were not made at the time it was reported.